Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mohs micrographic surgery, the electrode did not conduct energy properly, resulting in poor coagulation. It only caused burning or, in some cases, carbonizes the tissue. Furthermore, because this electrosurgical tip was not coated with a silicone protector, it caused burns to the tissue surrounding the incision, which should remain intact.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mohs micrographic surgery, a low energy setting (6 watts) was used on the non-medtronic generator. The electrode did not conduct energy properly, resulting in poor coagulation. When the electrosurgical pencil tip was used, a first degree burn was observed on adjacent tissue to the surgical incision. It only caused burning or, in some cases, carbonizes the tissue. Furthermore because this electrosurgical tip was not coated with a silicone protector, it caused burns to the tissue surrounding the incision. The electrode tip was replaced and the procedure was able to continue without further issues using the same generator. Adaptic dressing was applied to the surgical wound. Patient was discharged without complications.